Manufacturer narrative:
The complaint of leaks on item 039-ch-70s could not be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history review (DHR) lot#13552357 was reviewed and no non conformities were found that would have led the reported complaint.

Event description:
The event occurred on an unspecified date and involved a chemoclave® perforatore per flaconi con filtro aria, 20mm where it was reported by the customer there was a leak of medicine from the filter. There is unknown patient involvement, unknown adverse event / human harm.

Manufacturer narrative:
The device is available for evaluation, however has not been received.